Event description:
It was reported that a user contacted support after missing the pump rewind step and encountering an unable to proceed message during the fill tubing process; the agent guided a pump restart and then a change cartridge and tubing workflow, after which the user successfully filled the tubing with visible drops and inserted a new infusion set, resolving what was consistent with a complete blockage related to the tubing. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a communications-related problem was identified, and the event was consistent with a complete blockage associated with the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.